Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray revealed the lead had dislodged. The lead was successfully explanted and replaced on (B)(6) 2015.